Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that she has been getting the alarms a lot and thinks the pump might need to be replaced. Customer verified troubleshooting was completed within previous calls for no delivery alarm and occlusion. Customer has tried different cannula lengths and stated that the tubing is not bent or kinked. Customer stated that she has tried all remedies. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had no excessive no delivery alarm during testing. The insulin pump was received with normal operating currents. Also passed self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.